Event description:
It was reported that increasing impedance was observed. Non-sustained lead noise episodes were noted on the stored egm, but were not reproducible in-clinic. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.